Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had high impedance measurements (>4000 ohms) at default settings of 210 and 270 pw on the electrode combination 0 and 2. When the test was re-run at 240 pw, electrode combination of 0-2, 0-3, and 2-3 were >4000 ohms. The healthcare professional (hcp) was able to reprogram the pt around the impedance issue. The pt was to f/u with the hcp in a month or so. Add'l info was requested.